Event description:
It was reported that the customer experienced a no delivery alarm. The customer's blood glucose level was 189 mg/dl. The product is not being returned. Nothing further to report.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states.